Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their blood glucose and sensor readings were off. The customer's blood glucose level was 140mg/dl, and their sensor reading was 66mg/dl. The customer states the device had gone into threshold suspend. Troubleshoot was conducted. The customer states there was blood at the site. The customer was advised replacement sensor would be sent.